Event description:
Approx one month after implantation, three screws were found to be backing out of the cslp variable angle locking plate. Surgeon removed the screws and revised with rescue screws.

Manufacturer narrative:
The date of manufacture cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number is available.